Event description:
A complaint was received regarding a 9" (23 cm) smallbore ext set w/clave®, 0.2 micron filter, clamp, rotating luer that experienced no flow. The reporter stated that there were 29 total lot number that was having IV fluids occluded issues. The event date and the status of the product at the time of event was unknown. The event occurred during use on a patient, no adverse event and no delay in therapy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Investigation summary twenty-eight (28) new devices were returned for evaluation. As received, no physical damage or anomalies were visually observed, no mating device was returned for evaluation. The sets were primed and no restriction was confirmed. Complaint of no flow / can't prime could not be confirmed, without the returned of the used sample. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.